Event description:
The faradrive sheath and versacross connect dilator were used for left atrium access. The connect dilator crossed the septum, but the faradrive sheath did not. The physician attempted to recross at a different fossa ovalis location, dilate the septum, and redirect the sheath at different angles over a qdot rf catheter, with no success. After approximately 40 minutes, a non-bsc sheath was used and crossed the septum successfully. The farapulse ablation procedure then resumed, and pulmonary vein isolation was completed with no patient complications. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection found no abnormalities. Functional testing observed a successful engagement of the deflection mechanism, as the sheath was able to achieve and maintain its intended curvature. Device interaction between the sheath and its dilator was successful as the insertion of the dilator was observed to interface smoothly with the sheath. Dimensional measurements were performed on the distal tips of both the returned sheath and dilator to verify compliance with product specifications. The results confirmed that both components conformed to the required dimensional specifications. Microscopic inspection of the sheath and dilator found the tapered edge of the sheath tip exhibited an increased thickness of the black silicone material. This anomaly produced a pronounced step transition at the distal interface, which impeded the smooth insertion of the sheath and dilator into the patient's anatomy.

Event description:
The faradrive sheath and versacross connect dilator were used for left atrium access. The connect dilator crossed the septum, but the faradrive sheath did not. The physician attempted to recross at a different fossa ovalis location, dilate the septum, and redirect the sheath at different angles over a qdot rf catheter, with no success. After approximately 40 minutes, a non-bsc sheath was used and crossed the septum successfully. The farapulse ablation procedure then resumed, and pulmonary vein isolation was completed with no patient complications.